Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that subject seen in the clinic and reported she has had an ongoing change in medical status that has affected her urinary retention/pain that has returned. Upon testing, it showed she is not emptying her bladder and has 50% residual, which could be contributing to her cystitis pain. All other parts of the exam are normal. The patient reported lack of efficacy. The doctor did opt to change some programs with interstim to see if this helps with retention. Reprogrammed specify action: trailing through a few programs for 2 weeks to see if there is any improvement. Action date: (B)(6)2024 the patient reports a change in bladder pain/retention. Date of test: (B)(6)2024, voiding study specify results: 50% residual found date of test: (B)(6)2024. This was possibly related to device and therapy and not related to the implant procedure. Not due to programming specify final programming date and time for the most recent interrogation prior to event: (B)(6)2022. Event is ongoing.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy): it stated that the patient returned to clinic (B)(6) 2025 to follow-up on retention/ruti, still struggling with both. She is needing the cath herself 2 times a day to empty bladder completely, 200-400ml. Recommended to return for completion of a cysto to see if anything else is causing retention and issue has not yet resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy): it stated that the subject was seen in clinic and reported she has had an ongoing change in medical status which has affected her urinary retention/pain that has returned. Upon testing is showed she is not emptying her bladder and has 50% residual which could be contributing to her cystitis pain. All other parts of exam normal. Pi did opt to change some programs with interstim to see if this helps with retention. On (B)(6) 2024 seen in clinic to follow up, at this time subject has seen no improvements even after running through all available programs. Still having retention. Patient reported specify results: reports change in bladder pain/retention date of test: on (B)(6) 2024 / diagnostic type: other specify: voiding study specify results: 50% residual found date of test: on (B)(6) 2024 / diagnostic type: patient reported specify results: no change even after trailing all programs date of test: on (B)(6) 2024: reprogrammed specify action: trailing through a few program for 2 weeks to see if there is any improvement action date: on (B)(6) 2024, device data uploaded?: no / intervention: reprogrammed specify action: changed program and activated 2-7 action date: on (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that on (B)(6) 2025 a cystoscopy was completed and all was found to be normal and it was recommended to reprogram the device at a higher setting.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. They reported that the continued to have retention and they were provided cauterization records showing this on (B)(6) 2025.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. They reported that the lead was explanted and replaced on (B)(6) 2025. They switched to program 2 on (B)(6) 2025, but they reported that the urinary retention continued as of (B)(6) 2025.